Manufacturer narrative:
This investigation is still in progress. Once the investigation is complete a supplemental report will be provided.

Event description:
The consumer reported getting reagent solution inside his nose with the binaxnow covid-19 antigen self test. Per the consumer, there was no harm due to the reagent in the nose. Additionally, there was no medical treatment or care due to the reagent in the nose. The consumer was advised to flush area with copious amounts of water.

Manufacturer narrative:
The supplemental report is being submitted to provide the investigation conclusion. A product deficiency was not reported or found. Technical service was unable to provide the safety data sheet. A supplemental report will be provided if any additional is obtained